Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction  h2: type of follow up- correction  h6: investigation findings - correction.

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the arm on (B)(6) 2024. It was indicated that the patient removed the transmitter from the sensor pod before removing the sensor from the body, which is misuse of the device. A photograph was provided for investigation. The allegation was undetermined via photographic inspection. The probable cause could not be determined. No additional event or patient information is available. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing needle occurred. The sensor was inserted into the arm on (B)(6) 2024. It was indicated that the patient removed the transmitter from the sensor pod before removing the sensor from the body, which is misuse of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial and first supplemental MDR, it was determined that reports were submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). 3004753838-2024-130758 and 3004753838-2024-130758-01 were reported in error. Please disregard initial reporting's of this event as this event has now been deemed not reportable.